Event description:
Caller reported a malfunction on the pump with a malfunction code of malf 9. There was no adverse impact to the customer's blood glucose level. The caller attempted to reset the pump independently but was unable to power it back on due to a delay caused by pressing a button. Technical support assisted the caller in completing the pump reset, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if any issues arise again.